Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed, and the noise was able to be reproduced. Insulation damage of the right atrial lead was suspected, but was unable to be confirmed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.